Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient reported having "several lead failures in the past". Follow-up with the clinic for more information determined there is no information available about the alleged lead failures. The lead was replaced. No patient complications were reported as a result of this event.